Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: hrs. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022 during a surgery to fix a fracture of the clavicle bone at rosen medical center hospital, the head of one of the low-profile screws (2.7) that are used to fix the clavicle plate to the clavicle bone broke. The head of the screw was removed from the patient's body and will be sent to the manufacturer for investigation. The surgeon decided to leave the part of the screw that was already screwed into the patient's bone in situ. The surgery was completed successfully and the surgeon is pleased with the results. No consequential medical interventions are planned due to the broken screw. This report is for one (1) lwprof metaphys compres scr ø2.7 self-ta. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: an updated product investigation was completed: visual analysis of the returned sample revealed that the head of the screw was broken, the broken screw body was not returned. The device, component or fragment remains in patient issues could be not confirmed since x-ray evidence was not provided. No other problems were observed. A dimensional inspection was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined, however, as noted above, the observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1 h3, h6: given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.¿ ¿visual analysis of the returned sample revealed that the head of the lwprof metaphys compres scr ø2.7 self-ta has broken, the screw body broken was not returned. The device, component or fragment remains in patient issues could be not confirmed since x-ray evidence was not provided. No others problems were observed. A dimensional inspection was not performed for the lwprof metaphys compres scr ø2.7 self-ta due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. ¿¿as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.¿ ¿the overall complaint was confirmed as the observed condition of the lwprof metaphys compres scr ø2.7 self-ta would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.